Manufacturer narrative:
Device evaluation: one cadd pump was received for evaluation in good condition. Examination of the pump's event history log did not provide evidence of the reported cartridge issue. Next, the pump underwent functional testing and passed all tests, with no issue of cartridge detection alarms. Based on the evidence and testing, the complaint was not confirmed. No fault was found with the returned device.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited alarm for cartridge removed after few hours of use. The patient reported that the cartridge was changed in the morning and few hours later the pump started beeping that the cartridge had been removed. It was reported that the patient tried troubleshooting the pump but was unsuccessful. Subsequently, the patient switched to backup pump and replacement pump sent. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.